Event description:
The customer contacted physio-control to report that they could not power off their device. Upon device evaluation, physio-control observed that the device intermittently couldn't be powered on and/or off. Occasionally, the device powered on by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb and interface pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb and interface pcb assemblies. For the therapy pcb assembly no discrepancies were observed. Physio-control determined that the cause of the reported issue was due to current leakage at a filter, designator fl24 on the interface pcb assembly. This current leakage was caused by process residue and wouldn't allow the device to turn on or off.